Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump's infusion set was causing site issues on the customer's body. As a result the customer was hospitalized on (B)(6) 2019. Customer was treated with insulin drip. Customer's blood glucose was 367 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump will not be returned for analysis.